Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during a routine follow up four months post index procedure, a proximal type I endoleak was observed. The physician decided to intervene and implant a palmaz stent resolving the endoleak. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak. Unknown cause of event. Conclusion: unknown cause of event. Endoleak.

Event description:
Additional information was received. It was reported that the patient had a secondary intervention and another manufacturer¿s stent graft was implanted however, the endoleak did not resolve. No additional clinical sequelae were reported and the patient is being monitored.